Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore; a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex duodenal stent has been implanted in the duodenum during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician was watching transition zone of the delivery system endoscopically to track deployment. The physician noted the transition zone did not move at all as the stent was deploying, but the stent was fully deployed distal to the stricture. Reportedly, the stent remains implanted and a second wallflex duodenal stent was placed stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.